Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The co2 absorber canister was reseated and the hose was replaced. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a large leak in the unit. There was no report of patient involvement.